Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05941. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified vessel. A rotawire¿ and a 2.00mm rotalink¿ plus was selected for use. During the procedure, after performing ablation several times with a 1.75mm rotaburr, the 2.00mm rotaburr was used. During removal of the 2.00mm rotaburr, it was noted that resistance was felt, and the burr could not be removed from the wire after pulling forcibly. Consequently, the burr was removed together with the rotawire. The rotawire was used again to complete the procedure. No patient complications were reported.